Event description:
Account reports an incident in which the tubing "fell apart, blood everywhere." Area of separation unk. Length of time product was in usage before separation occurred is unk. Rptr did state there was no negative outcome to the pt or hcp, and also, no blood entered the orifices of pt or hcp. Sample discarded.